Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system:¿ [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis lucera elite colonovideoscope had insufficient angles. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was identified: foreign material was found clogging the nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of angle wire, bending angle in the "up" direction did not meet standard value. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a chip, crack, and white-clouded area, the adhesive around the objective lens was peeled and had a white-clouded area, the adhesive around the light guide lens was peeled and had a white-clouded area, the universal cord had a wrinkle and scratch, switch #4 had wear, switch #1 had a scratch, the suction cylinder was shaved, the scope cover plate was peeling, the paint on the suction cylinder was peeled, the plastic distal end cover had a scratch, and the connecting tube had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was. There was no delay in the start of pre-cleaning. The customer flushed the air/water nozzle/channel with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.